Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found corrosion and contamination on the printed circuit board which kept the monitor from being able to power up.

Event description:
It was reported by the patient that all indicator lights on the remote monitor were blinking. Patient unplugged and replugged monitor in to attempt reset, but then monitor was making clicking noises. The monitor was replaced. No patient complications have been reported as a result. The monitor was then returned and subsequently tested out of specification during manufacturer's analysis.